Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned device found that the compression spring and the ball of the depth gauge for 2.0mm and 2.4mm screws were unattached. All the subcomponents were returned for evaluation. However a root cause for this condition cannot be determined. Additionally the needle was deformed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces.  A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the depth gauge for 2.0mm and 2.4mm screws would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed dwg 319_006 rev. R current, rev. P manufactured. Dimensional inspection: n/a. Device history lot part # 319.006. Synthes lot # 202107. Supplier lot # 202107. Release to warehouse date:12 jul 2023. Supplier:(B)(4). No ncr's generated during production. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on december 26, 2023 they have two more of the depth gauges where the spring and ball bearing have fallen out. It was unknown, if there was a patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 2 for complaint (B)(4).